Manufacturer narrative:
This report is based on the results of investigation completed on 05/25/2011. (B)(6); 2531779-03/24/2010-003-r. During evaluation, the force sensor assembly was found to be damaged. A review of the pump black box history revealed that loss of cartridge detection had occurred which was not duplicated during testing.

Event description:
Pump is returned for multiple loss of prime alarms. Evaluation revealed a damaged force sensor assembly. This report is being made based on the evaluation results.